Event description:
It is unknown when the perforation occurred, but was suspected to have been sometime between implant and when the report of loss of capture (loc).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited loss of capture and dislodged. The physician believes that the lead may have perforated the patient during the implant, which was not confirmed. The lead was successfully revised and remains implanted at this time. To date, no additional adverse patient effects have been reported.